Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Signs of use were observed since the sample was not received in its original package. No other issues were found. Functional testing was performed and no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The unit functioned as intended.

Event description:
It was reported that "the user found the oxygen did not seem to flow during use as he/she saw the ball of a floating type flowmeter did not float. Therefore, he/she replaced the nebulizer adaptor with another one, then the oxygen flowed without problem". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user found the oxygen did not seem to flow during use as he/she saw the ball of a floating type flowmeter did not float. Therefore, he/she replaced the nebulizer adaptor with another one, then the oxygen flowed without problem". No patient injury or consequence reported. Patient condition reported as "fine".